Event description:
A paraplegic patient in the operating room (or) was on a hoist and the sling ripped. Patient was (B) (6) inches tall and weighed (B) (6) pounds. The patient was been transferred from the or bed to the stretcher when the sling ripped. The patient was not injured.====================== manufacturer response for sling on a lift, (brand not provided) (per site reporter)======================the manufacturer states they found no issue with the sling.